Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During evaluation, the device turned off unexpectedly when tested in battery mode. The cause was identified to be the unit was inspected and found to have 2 stuck rear case battery pins. A depressed battery pins contact on the rear case was observed, which could not be restored to its normal position and dried liquid substance was observed on the back flex battery contact pin. This resulted in improper contact with the battery, causing the unit to turn off unexpectedly when tested in battery mode and additional, present improper shutdown message on the display. This is caused by fluid intrusion and poor cleaning practice. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device turned off unexpectedly when tested in battery mode. No additional information is available.